Event description:
It was that high capture threshold was detected on the left ventricular (lv) lead. The physician chose to explant and replaced the lv lead. There were no adverse health consequences to the patient.